Event description:
Customer was hospitalized due to high blood glucose and diabetes ketoacidosis. The blood glucose reading was close to 900 mg/dl at the time of hospitalization. Customer needed assistance receonnecting the insulin pump since he has not used it for about 5 months, due to his back surgery. He needed help inserting the infusion set and he was also stuck out of priming mode. The current blood glucose reading is 491 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.